Manufacturer narrative:
Based on the information available, physio-control determined that the cause of the reported issue was that a shorted accessory cable (the external usb data cable) was connected to the device's system connector.

Event description:
The customer reported during the morning device check, the device will not power on. There was no patient involved in the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to the external usb data cable having a short in it. When the cable was connected to the device, the short would cause the reported power issue. After replacement of the cable, proper device operation was observed through functional and performance testing and the device has been returned to the customer for use.

Event description:
The customer reported during the morning device check, the device will not power on. There was no patient involved in the reported event.